Event description:
It was reported that during a cryo ablation procedure, air was removed from the sheath after the balloon catheter was inserted and microbubbles were being drawn into the syringe. When the balloon catheter was inserted, a "boat" was used and there was "a sheath in water." The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the "boat" used was an air embolism prevention device and the sheath was not in water, but it was in a sa line solution above the prevention device. Sheath replacement resolved the issue.

Manufacturer narrative:
Product event summary: an image file and the 4fc12 sheath with lot number 0012163470 were returned and analyzed. The returned picture showed a sheath with a presence of blood inside the valve tubing; the lot and serial numbers could not be read. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issues. The functional testing was performed and no anomaly was discovered. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05722 psig. The flushing test with six psig showed the pressure decay in the device was 0.00832 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00924 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. The sheath passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.